Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
The hcp reported the patient was in ICU (intensive care unit). The hcp did not know what symptoms the patient had at the time of the report. It was not known if the pump was functioning at the time. The pump was used to deliver baclofen. Additional information later reported the hcp of record no longer followed the patient and had not seen the patient for quite some time.